Event description:
The home care provider reported that the following information was reported to them. When the patient removed his portable liquid oxygen system after fill from the device's reservoir system, liquid oxygen leaked from the reservoir quick connect that had frozen open. No injury occurred as a result of this reported malfunction.the device was a product line that co purchased in december 1985, and this unit was manufactured prior to co acquisition; thus, co does not have part and serial number information. The quick connect is a part that is replaced periodically, and thus the part in this unit would not have been the original part. Although co makes replacement parts, there are also other manufacturers who make similar replacement parts. At this time, co does not know if the quick connect in this unit was made by co or another manufacturer. Co does not have any information as to when this unit was last serviced, including inspection of the quick connect. However, the product manual for the device states that a physical inspection, including a check of the oxygen outlet fitting and vent connection, should be done routinely whenever an oxygen therapy unit is handled by the service representative.

Manufacturer narrative:
Visual inspection: unit has been modified to accommodate late model configurations by installation of mark 3 quick connect coupler assembly and a stainless steel replacement bottle. Retaining strap, dust cap, button, locking ring, screw, supply cap and vent cap are missing. Quick connect has a dislocated female poppet seal. Back pressure valve and relief line have been replaced with a foreign component (companion stationary) relief valve. Incident repeatability test: unit was coulpled to a liquid oxygen fill source using a transfer line and male quick connect. Upon disconnection, a stream of liquid oxygen was vertically projected from female quick connect approx 24 inches in height. This continued until unit was empty. Functional test: functional test could not be completed due to condition of quick connect female poppet seal (see attached diagram, item c). Summary: reported failure was duplicated during the incident repeatability test. Tihs malfunction occurred due to dislodged poppet seal in female quick connect. We believe that quick connect was not purchased from nellcor puritan bennett (npb) or an npb approved vendor since there were no vendor identification characters visible on assembly. Home care provider stated that quick connects purchased from their other vendor do not have vendor identification characters. Co believes this event is not attributable to an npb manufactured component. Unit has been quarantined and no repairs made.